Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 45 curved-tip stapler was observed to have a part of the rubber that was on the stapler joint came off. A fragment fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the total amount of time that the procedure was delayed was about 30 minutes of total time in the operating room. The procedure delay by the rubber fragment falling/retrieval was by 10 minutes. Instrument engagement issue procedure delay was by 15 minutes. The cause of the delay was due to troubleshooting and trying to make the instrument work. The fragment was found and retrieved during the case. It was confirmed that all fragments were retrieved. It is unknown if the surgeon believes the instrument broke or caused the fragment falling issue. It was a new instrument opened to use and it was inspected prior to use and nothing unusual was observed. The issue occurred during the instrument removal. It worked fine at first and it started to not get recognized by the machine when we tried to load it the second time. No instrument collision with any other instruments occurred or any other hard material during the surgical procedure. The instrument was removed during the procedure and the wrist was straightened prior to removal. No additional damage was observed. For the instrument engagement issue the issue was resolved by opening multiple staplers to get through the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of torn wrist cover to be related to the customer reported complaint. The instrument was found to have a torn wrist cover. The size of the tear measures approximately 0.175" x 0.400". The torn piece was not returned. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the site's complaint history reveals patient identifier (B)(6) related to this complaint. A procedure log review was performed. The pulmonary segmentectomy procedure was performed on (B)(6) 2022 via system (B)(4). A review of the instrument log for the sureform 45 curved-tip stapler (480545-04/t10220616 0195 ) associated with this event has been performed. Per logs, the sureform 45 curved-tip stapler was last used on (B)(6) 2022 on system (B)(4), with 11 lives remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.